Event description:
It was reported that the right ventricular (rv) lead exhibited high, out of range pacing impedance measurements (>2000 ohms) and a high capture threshold measurements. The physician elected to perform a rv explant procedure. During the procedure, damage was also noted to the device header. Both the rv lead and the device were explanted and replaced to resolve the event. The patient was stable with no additional adverse consequences. Both products are expected for analysis, but have not yet been received.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out of range pacing impedance measurements (>2000 ohms) and a high capture threshold measurements. The physician elected to perform a rv revision procedure. During the procedure, damage was also noted to the device header. The device was explanted and the rv lead was capped and both products were replaced to resolve the event. The patient was stable with no additional adverse consequences. The device is expected for analysis, but has not yet been received. The rv lead remains capped and out-of-service.